Event description:
During product evaluation, the pump's batteries were found to not hold a charge. There was no patient injury or medical intervention necessary according to the hospital representative.